Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: an empty opened foil, an empty winding former, two needles, four needle with vicryl sutures pieces and a needle with a suture that appears to be monocryl product. The product code is vcp772 vicryl plus violet suture. Due to mismatch of the product received a characterization was performed and the following was observed. The length of the swage area is different, since the dies (tool) used to perform the attachment is not the same for a product monofilament and a multifilament. Also, the hit of the swage is not localized in the same position. The vicryl product contains triclosan and this product is manufactured in a different department to monocryl product. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. According to result obtained during the investigation and product characterization, the reported complaint could not be confirmed, since this issue could not be happened in the manufacturing sites. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Rc2dcz. The following information was requested, but unavailable: what was the procedure date? No further information is available. Was the suture seals on the foil still intact when the package was opened? No further information is available. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m.

Event description:
It was reported that a patient underwent an unknown breast surgery on an unknown date and suture was to be used. During the procedure, it was found that monocryl was in the package, not the intended suture. No adverse patient consequences were reported. Additional information was requested.